Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The formed needle was inspected, and it was found to have a dull needle tip. The dull needle tip is confirmed to be the cause of the reported bleeding/bruising. During the investigation the soft cannula was observed to be damaged. The diameters of the cannula were smaller in some of the exposed portions. This lead to the cannula to be out of specification. The cannula after opening the pod, measured to be out of specification with 31.11mm length. Fluid was still observed to pass through the soft cannula. No leaks or tears were observed. The cause and timing of the damage couldn't be specified. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 5 and 24 hours on the leg. Hyperglycemia treated with a new pod.